Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert twice. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. The brand of the battery was panasonic. The insulin pump was operating on the aa battery only. Customer also reported power error. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer states the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Unable to perform displacement test and occlusion test due to missing retainer. No unexpected change battery messages or change battery now messages noted during testing. No pump error 25 (power error detected) alarms were present in the pump history file. The power management graph was in specification, however the power management graph indicated connector resistance issue. Unexpected low battery alerts, replace battery alerts and replace battery now alarms were present in the pump history file due to connector resistance issue. Connector for was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, partially peeling off serial number label with customer applied glue/adhesive to serial number label area, peeling end cap address label and corrosion in battery tube.